Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.

Event description:
It was reported that at the implant, the lead had increased threshold and impedance. When the lead was removed, there was blood on the lead. An attempt was made to remove the blood, and the screw came out. The lead was not used and was replaced. No patient complications have been reported as a result of this event.